Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose close to 400mg/dl. The caller stated that she had some hot tea and her sugar level should not be that high. Then the customer changed the infusion set and noticed that the reservoir was damp and insulin leaked past the o-rings and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.